Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was over 500 mg/dl which was addressed with manual injections. Reportedly, the infusion set was changed to address the event.